Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified (malfunction 3).

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the customer inadvertently removed the "black spring ring" from around the rack pushrod and the customer was unable to successfully load a new cartridge. Customer's blood glucose level was 180 mg/dl. Customer reverted to manual injections for insulin therapy.